Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an mr290v humidification chamber was leaking water between the base and the dome. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in (B)(4)and was visually inspected. Results: visual inspection revealed vertical cracks and crazing right round the chamber dome. A yellowish-brown residue was present around the base of the chamber. Conclusion: the crazing pattern and residue suggest that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; maximum operating pressure: 8 kpa. (B)(4).